Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0055 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported catheter broke in the patient's arm during use. No further details were described.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Catheter broke in the patient's arm during use. No further details were described. Additional information received 01/23/2023: during follow up with the customer it was reported, the catheter did break into 2 separate pieces. The catheter fragment was stayed in the patient and was removed. The break was discovered during a dressing change. The patient did not sustain any injury or complications but did require a new PICC placement. The catheter break did result in a delay of therapy to the patient.